Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding gums [gingival bleeding]; oral cavity bleeds [mouth haemorrhage]; injured gums [gingival injury]; gum pain [gingival pain]; injured inside of oral cavity [mouth injury]; oral cavity pain [oral pain]; brush head fell apart [device breakage]; brush head fell apart and cause injured gums and oral cavity [injury associated with device]. Case description: an adult male consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refill precision clean fell apart in his mouth which injured his gums and inside of his oral cavity, and caused pain and bleeding. The reporter stated this was the second brush head that had been defective. The first brush head used had fallen apart when turned on, but did not cause injuries. He reported he replaces the brushes every 8 to 10 weeks, and always bought 4 or 4 packs. The case outcome was not recovered/not resolved. 05-apr-2016 received follow-up: the consumer reported he was doing well, and the damage to his gums healed without needing to see a doctor. He treated his gums and mouth with chamomile and mouthwash, and mentioned he had trouble eating for a few days. He reported he had used the brush heads with an oral-b triumph 5000 wireless toothbrush, and stated the last brush head out of the 3 pack looked okay. The consumer explained that he had always used the oral-b trizone brush heads, but had switched to the precision clean brush heads around 6 months ago. He planned to resume use of trizone brush heads after the precision clean were used up. He also stated he was unsure if he could use other brush heads due to his implanted dentures. The case outcome was improved.

Manufacturer narrative:
On 29-aug-2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Bleeding gums [gingival bleeding]; oral cavity bleeds [mouth haemorrhage]; injured gums [gingival injury]; gum pain [gingival pain]; injured inside of oral cavity [mouth injury]; oral cavity pain [oral pain]; brush head fell apart [device breakage]; brush head fell apart and cause injured gums and oral cavity [injury associated with device]; product counterfeit [product counterfeit]. Case description: an adult male consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refill precision clean fell apart in his mouth which injured his gums and inside of his oral cavity, and caused pain and bleeding. The reporter stated this was the second brush head that had been defective. The first brush head used had fallen apart when turned on, but did not cause injuries. He reported he replaces the brushes every 8 to 10 weeks, and always bought 4 or 4 packs. The case outcome was not recovered/not resolved. On 05-apr-2016 received follow-up: the consumer reported he was doing well, and the damage to his gums healed without needing to see a doctor. He treated his gums and mouth with chamomile and mouthwash, and mentioned he had trouble eating for a few days. He reported he had used the brush heads with an oral-b triumph 5000 wireless toothbrush, and stated the last brush head out of the 3 pack looked okay. The consumer explained that he had always used the oral-b trizone brush heads, but had switched to the precision clean brush heads around 6 months ago. He planned to resume use of trizone brush heads after the precision clean were used up. He also stated he was unsure if he could use other brush heads due to his implanted dentures. The case outcome was improved.